Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) screen flickered and remained with various colors while at the same time, a loud alarm surfaced. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse successfully completed a simulated treatment with trainer and testing catheter without issue. The fse identified codes 118 ¿video wdt failed¿ 111, and 112, in that order, pointing to the video generator board. The fse replaced the video generator board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
He video generator board kit was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the video generator board kit into the cardiosave test fixture serial number and tested the video generator board kit to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Video generator board kit will be sent to the supplier for future failure analysis per procedure number (B)(4).the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The video monitor board swemco was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the video monitor board into the cardiosave test fixture serial number and tested the video monitor board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Video monitor board will be sent to the supplier for future failure analysis per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible define. The video generator board htc was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the video generator board into the cardiosave test fixture serial number and tested the video generator board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Video generator board will be sent to the supplier for future failure analysis per procedure number (B)(4). (B)(4)-the new supplier (B)(4), will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed

Event description:
N/a.

Manufacturer narrative:
The video generator board kit part number 0040-00-0456 was observed per the cardiosave service manual with no visual damage. The national repair center installed the video generator board kit into the cardiosave test fixture and tested the video generator board kit to factory specifications per procedure and the cardiosave service manual. No problem was found. Video generator board kit will be sent to the supplier for future failure analysis per procedure. The non-conformances with the returned components were not confirmed. Multiple parts are associated with this complaint. The video monitor board part number 0670-00-1169 s/n (B)(6) swemco was observed per the cardiosave service manual with no visual damage. The national repair center installed the video monitor board into the cardiosave test fixture and tested the video monitor board to factory specifications per procedure and the cardiosave service manual. No problem was found. Video monitor board will be sent to the supplier for future failure analysis per procedure. The non-conformances with the returned components were not confirmed. The video generator board part number 0670-00-0781 serial number (B)(6) htc was observed per the cardiosave service manual with no visual damage. The national repair center installed the video generator board into the cardiosave test fixture and tested the video generator board to factory specifications per procedure and the cardiosave service manual. No problem was found. Video generator board will be sent to the supplier for future failure analysis per procedure. 0670-00-1169-the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure. The fat dept. Received part number 0670-00-0781 video gen. Board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: due to old part number and serial number the supplier skip the one wire test step. All remaining steps pass, expect for the touchscreen step(suspect component u41 may have issue). Retaining board in the fat dept. Per procedure.